Manufacturer narrative:
Concomitant medical products: 407652 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined pacing impedances. A possible fracture was suspected. The rv lead remains in use and the patient will be scheduled for an extraction. No patient complications have been reported as a result of this event.